Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo was provided for review. The photo shows a portion of the device packaging out of a denali packaging box. The dilator packaging was noted to be opened. An unknown material appearing to be a thread or a hair can be seen on the inner packaging. The product was also returned for evaluation. The denali filter kit included one sealed introducer sheath and one unsealed 8f dilator. There appeared to be a hair taped to the opened inner packaging. Therefore, the investigation is confirmed for the reported hair in the product packaging, as a hair was noted in the provided image and in the returned sample. The definitive root cause for the reported hair in the packaging could not be determined based upon available information, as the product was returned unsealed. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a vena cava filter placement procedure, a hair was allegedly found inside the package. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a vena cava filter placement procedure, a hair was allegedly found inside the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026).